Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0775j, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # va0775j, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported the patient had an infection. It was noted the patient¿s implantable neurostimulator (ins) was re-implanted on (B)(6) 2013. It was further noted the patient got an infection in their head. The reporter stated the patient¿s first device was removed on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that a routine culture and stain showed (B)(6) in the left parietal wound and the left chest battery site. It was noted that the infection was located at the left parietal wound and at the left chest battery site. It was noted that the infection was treated and the devices were explanted. It was noted that the patient had been re-implanted with a new device and would be randomized at the end of (B)(4). It was noted that therapy may begin then depending on which group she was placed into.